Event description:
Revision surgery - the patient had instability and a degenerated acetabulum. The surgeon removed the bipolar shell and metal-on-metal head and replaced with djo offset neutral sleeve, 36mm femoral head, and a zimmer acetabular shell. The original djo hip stem remained fixed in place.

Manufacturer narrative:
The original incident reported a revision surgery was performed after a patient had instability of a bipolar replacement due to a degenerated acetabulum. The original surgery was about (B)(6) 2010 meaning the components had been in-vivo for approximately two years and five months at the time of revision. The outcomes attributed to the revision surgery are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed it was released from manufacturing on or about april 21, 2010 from a lot of ten parts. There are no non-conforming material reports associated with this product and all components are shown to have met critical dimensions and specifications when released from djo surgical. A review of the product complaint report history shows this is the third complaint for this bipolar assembly including: one for dislocation, one due to infection, and one due to general pain. This is the first complaint for this lot number. The root cause for the complaint is acetabular degeneration. Since no components were returned a definitive root cause cannot be determined with confidence. Poor bone quality, disease, acetabulum wear due to normal use conditions, and trauma can contribute to acetabulum degeneration. There has been no evidence reviewed that suggests a design or manufacturing problem contributed to the need for a revision.